Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient dislocating twice post operatively. The surgeon elected to put a lipped liner and longer head in to address the instability.